Event description:
A periodic review of programming history identified that high lead impedance was registered on a vns generator. The circumstances of the high impedance have not been confirmed to date. The device history records were reviewed for the generator and indicated that the device met all specifications for release prior to distribution. No additional relevant information has been received to date.